Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician confirmed limit knob was not working properly. Knob was loose, not tight and not sitting properly. Knob was adjusted too far counter-clockwise and limit was not working properly. Knob was turned back to the position that it should be in and tightened. Checked unit and performed all other functions tests and unit is working properly. Performed pt and performance check to ensure unit is working properly. Both passed per 3100a service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the limit knob does not adjust correctly that sometimes when increasing the knob it increases the pressure instead of lowering it on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.